Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed. During the evaluation, a service required code was observed in the downloaded event log and the device failed a test step during testing. The device's sensor board and oxygen blending module board need replaced to address the issue.

Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed. During the evaluation, a service required code was observed in the downloaded event log and the device failed a test step during testing. The device's sensor board and oxygen blending module board need replaced to address the issue.